Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm using conformable gore tag thoracic endoprosthesis and non-gore manufactured endoprosthesis. When the physician performed touch-up ballooning at the junction of the endoprosthesis, a retrograde aortic dissection was revealed around the proximal end of the non-gore manufactured endoprosthesis. Another conformable gore tag thoracic endoprosthesis was implanted up to the left subclavian artery to repair the dissection. The patient tolerated the procedure.